Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the e360 ventilator had a flow sensor error. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked the ventilator and found the flow sensor error. Replaced faulty flow sensor by new expiratory flow sensor, performed and passed flow sensor calibration. Checked ventilator on test lung and found ok. Ventilator is in working condition.